Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported plate was found broke through computerized tomography at regular check on (B)(6) 2015. The plate has been implanted to lower jaw in patient on (B)(6) 2013, not known, if the breakage occured close to a screw hole. Patient harm, mandibular bone malignant tumor the patient is a martial arts, has only two teeth in his lower jaw, - material is still implanted in the patient¿s jaw. No delay in surgery. No material available, and no further clinical information reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age and weight not reported. Actual date unknown when device broke. Explant date: not explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 14th may 2013, expiry date: 1st may 2023, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.